Event description:
A customer reported experiencing a cartridge alarm issue with their insulin pump during the loading process. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Although the customer attempted to load a new cartridge with assistance from technical support, the issue persisted, and a replacement pump was arranged. The customer was informed about the replacement process, including instructions for returning the problematic pump and receiving a new one with updated software.